Event description:
It was reported that the provisional shim was identified to be disassembled during routine inspection upon return to the distribution site. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
(B)(4) the returned provisional exhibited signs of repeated use and one of the components was disassembled from the device. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.